Event description:
Patient found sitting on floor next to bed, with her back against the bed. Patient got out of bed unassisted, wearing her pressure hose and slipped down on to her bottom. Abrasion to left elbow. Patient denies hitting her head. No pain in hip. Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure: no. What was the orginal intended procedure: alarm to go off if pt was to get out of bed. Device usage problems: device malfunciton-that is, the device did not do what it was susposed to do.

Manufacturer narrative:
Device rec'd and repaired by MFR. Power supply not functioning, nurse call cord not rec'd and not evaluated, non-functioning pcb replaced.